Event description:
The customer contacted baxter's technical service center regarding a system error 2240/2367 alarm, which occurred on the homechoice (hc) during use, during dwell. The hp had 2 bags connected and there was an unused line clamp open. They reviewed the setup and cleared the alarm. The hp would complete therapy with manual bags. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2011 and he was able to resume therapy after starting over with new supplies. He had accidentally left a clamp open on the unused supply line. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Product surveillance received a call from the nurse on (B)(6) 2012 in regards to the patient's system error 2240 alarm and she was not aware of the patient having had that alarm. She had already discussed the alarm with the patient though after having received the writer's letter. The patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint.